Event description:
The pt had 2 implantable neurostimulators, both were turned off. While traveling, one of the implantable neurostimulators (inss) turned on and the pt did not have her programmer or a magnet with to turn it off. The pt believed the ins turned on when getting into a car. The pt felt stimulation and was flying home the next day. Three days later, it was reported that the pt could not find her programmer and had attempted to turn the ins off with a magnet, but when she did that, the other ins turned on. The second ins caused pain in the pt's chest and she did not want it turned on. The pt was encouraged to contact her healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See MFR's report number 6000032-2009-02344.